Event description:
It was reported by provider that when the end user goes over a bump or threshold the tdxsp-cg power chair stops. Provider spoke with tech and he was getting a 6 flash, tech advised to switch the leads, provider switched leads and got a 5 flash, tech advised need a left motor. Provider did not give the correct name of who he spoke to in tech. The caller has no further information.